Event description:
It was reported that the patient was at a water park on a splash pad and that water pooled in their bag. The battery clips were not connecting, and they were receiving low voltage alarms. Log files were submitted for evaluation which captured low voltage hazard events on battery power on 21jun2026 at 15:40 to 15:41. After that time there were some odd relative states of charge cable voltages and random "connect power" events. The patient's controller was exchanged, and they were given new clips and batteries. The patient stated that they weren't submerged underwater, but that their clips and batteries were submerged when the shower bag filled with water on the splash pad. It was noted that the controller and modular cable were not submerged in water. The batteries and clips alternated from failing to working after they were removed from water and dried off. Prior to exchange, the controller alternated failing and was operating as intended. Due to the patient getting their batteries and clips wet, the controller lost function/connection to power. The patient was rushed to the emergency room (ER) via emergency medical services. The ER was notified and had room open with left ventricular assist device (lvad) equipment ready. The patient was immediately transferred to wall power. They were provided new clips, batteries, and a controller exchange was done. No further alarms occurred, and the pump was operating as intended following exchange and new equipment. The site did not change the modular cable as it was not submerged in water. Physician and perfusion assessed modular cable and did not note any moisture or damage. The patient was admitted to the hospital for overnight monitoring. They also underwent an infectious work up as they have had a chronic driveline infection and had been on suppressive antibiotics.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.